Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower ordered medication was crossed from cerner to pyxis, but it was incorrectly reported in the bulletin. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower ordered medication was crossed from cerner to pyxis, but it was incorrectly reported in the bulletin. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device ordered med not loaded (omnl). A technical support specialist dialed in to es server group to investigate a discrepancy involving med ID (B)(6) for order ID (B)(6) . The es webpage correctly reflected the med ID, with no combo med assigned, and omnl/bulletin were properly linked. However, the omnl report printed with item ID (B)(6) , indicating a mismatch. A query showed no messages crossed over to es, and no inbound/outbound messages were found in the database, though the order was visible on the es webpage. Since the order dated 9/23 and cce retention is 7 days, logs were purged by the time the case was sent to interface team. To prevent future data loss, retention settings were updated on the es webpage and retention settings were updated on inbound message (non-error) retention changed from 7 to 31 days, inbound message (error) retention from 7 to 31 days, and outbound message retention from 7 to 93 days. The system functioned as intended after the technical support specialist resolved the issue.